Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the patient complained of the implant being loose. Doctor removed the crown and saw the iunihg screw had fractured and is stuck. Customer is requesting removal tools. Implant remains implanted at this time. Patient will return for screw removal and a new restoration. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) and unk 3i implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the products were not returned. Pre-existing condition and tooth location was unknown due to limited information provided by customer. However, when the incident occurred, the device had been placed approximately for 5 years and 6 months. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR reviews could not be performed as the lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. (Iunihg): a year-long complaint history review by item number (iunihg) was performed for similar and no complaint about nonconforming products was identified. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. The following sections have been updated: h3: changed "yes" to "no". H3 other text : device not returned.